Manufacturer narrative:
The returned device was evaluated and it was found that the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the device shaft. The needle loads into the suture passer with no issue noted. The broken lower jaw was not returned for evaluation. The service history of this device was reviewed and there were no previous repairs noted. A two-year review of complaint history revealed there has been a total of 57 complaints, regarding 57 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: - device is not to be used on bone or similar hard tissue. Warnings: - avoid lateral stresses to the instrument or device function may be compromised -do not use if parts are broken, cracked or worn, or device function may be compromised precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the smi-02ap, spectrum autopass suture passer, device broke during a cadaver workshop. No report of user injury or contact to live patient. A report is being raised on the basis of previous filings for this failure mode. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.